Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with one cartridge during bolus delivery. The customer's blood glucose level was not impacted. Recommendation was made to change the cartridge.